Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows half of the lens and a haptic is torn off and is missing. The other haptic is torn off into the optic of the lens. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that, the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore. The surgeon removed the lens without enlarging the incision and put it in another same model lens. No patient injury. The cartridge used was not tested for use with a silicone lens.